Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that when patient presented to clinic for follow up, externalized conductors were observed via imaging. No electrical anomalies were noted. Lead was replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.7cm was returned for analysis. Internal insulation abrasions were noted at 10.7-11.3cm and 14.7-16.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.5-6.6cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 7.1-9.0cm from the distal tip. The etfe coating was abraded at this location.